Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse (field service engineer) was dispatched and on 18-nov-2015 cleaned out the fan and analyzer. The most probable cause of the reported event was a dirty fan.

Event description:
On (B)(6) 2015, the customer reported constant noise coming from the analyzer, no error messages with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.